Event description:
It was reported that four xience xpedition stents were implanted in the moderately calcified, mildly tortuous lesions in the left main coronary artery down to the distal left anterior descending coronary artery (lad) without incident through the left femoral artery access site. The nc trek rx was inflated at an unknown high pressure for post dilatation in the distal lad and then the mid lad. A 4.0 balloon post dilated the left main. The final shot showed contrast extravasation. Cardiocentesis was performed and a cardiocentesis drain was placed. Large amounts of blood were removed from the pericardium and returned to the patient through the femoral access site. A non-abbott balloon dilatation catheter was inflated on the estimated site of perforation, which was the mid to distal lad. The patient was stabilized. The physician believed the cause of the perforation was over expansion with the post dilatation balloon. A graftmaster was inserted through the left femoral groin, but the graftmaster was unable to cross the lesion. The balance guide wire was replaced with the iron man guide wire, but the graftmaster was still unable to cross the lesion. A guideliner was inserted, but the graftmaster still couldn't cross the lesion and during withdrawal of the graftmaster, the stent dislodged in the distal left main. There was no attempt made to snare the dislodged stent. Two units of blood were transfused. The patient was in stable condition and taken to surgery where coronary artery bypass graft surgery was performed with saphenous vein grafts to the lad and obtuse marginal coronary arteries. The site of the perforation was confirmed to be at the mid to distal lad. The perforation was cauterized. The dislodged graftmaster remained in the left main.

Manufacturer narrative:
(B)(4). Estimated patient weight. The patient has been extubated from the ventilator, is able to ambulate, speak, eat and is in stable condition. There was no additional information provided. Concomitant products: dilatation catheter: nc trek, apex; guide wire: balance 300 cm, iron man; guide catheter: cordis, xb lad 3.5; stent: four xience xpeditions (2.5x15, 3.5x15, 2.5x38, 2.75x33). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The xience xpedition referenced is being filed under a separate medwatch MFR number.